Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device was activated and end tone was heard; after transection and tissue review, bleeding was evident at all seal sites. The handpiece was unplugged, re-inserted, and eventually replaced with a new device. Seal sites where resealed and continued with procedure. It was not noted if generator was replaced. There was no patient injury.